Manufacturer narrative:
The company rep tested the unit and observed the blood detected alarm in the error journal. As a precautionary measure, the company rep replaced the pcb solenoid driver (part # 0670-00-0639). The company rep checked the calibration within specs. The company rep performed functional and safety tests. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was autofilling while in use on the pt, the iabp displayed a "blood detected" message and then stopped autofilling. No pt injury was reported.